Event description:
It was reported that the patient had a surgical to reimplant an artificial urinary sphincter(aus) after having the device previously removed due to cuff erosion at the urethra. A patient outcome of fully recovered was reported.